Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was excessive sticking of the jaws during a laparoscopic hysterectomy procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 01/23/2017. One lf1637 was received for evaluation. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found excess eschar on jaw. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The jaws did not get stuck on the tissue and various size vessels, as the customer reported. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.